Event description:
It was initially reported that the pt's pulse generator was explanted due to unk reasons. It was later indicated that the pt's device was explanted due to muscle spasms. The pt was disabled in (B)(6) 2009 after the muscle spasms recurred back in (B)(6) 2008. It was noted that despite the device disablement, the pt continued to have muscle spasms that were painful. The muscle spasms were said to be very painful for the pt. The surgeon opted to leave the leads intact and only explanted the generator with no plans to replace at this time. The surgeon mentioned in the notes that it appears that the fibrotic tissue may be causing the muscle spasms. A search performed in the manufacturer's programming history database showed that last known diagnostics were within normal limits. Good faith attempts to obtain additional information and to have the device returned for analysis has been unsuccessful to date.